Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at the customer's facility, the ventilator would not power on, and a ventilator inoperative condition occurred. The ventilator's power management board needs to be replaced to address the issue. The device was returned to the customer unrepaired per the customer's request.